Event description:
Plastic liner -poly- between femoral and tibial components of a tka evidenced abnormal wear 3 months post operatively. Poly liner was replaced surgically. Surgeon has requested that the manufacturer examine the liner to determine cause of wear.